Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed the downstream occlusion seal degraded. Event history log was reviewed with nothing to note. Functional testing could not replicate the reported issue; the device passed accuracy testing. The root cause was unknown. The expulsor, valves, and foam were replaced as a preventive measure. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device failed accuracy testing. There was no patient involvement and no patient harm reported.